Event description:
The technician alleged the side rail will not stay in the raised position. No pt impact.

Manufacturer narrative:
The technician inspected the stretcher and found that the side rail latch bushing, roller guide and flat head screw were missing. The technician replaced the side rail latch bushing, roller guide and flat head screw to resolve the issue.